Manufacturer narrative:
The insulin pump monitored for several days and no unexpected constant tone or humming noise noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and cracked lcd window.

Event description:
The customer reported via phone call that there was a humming noise emitting from the insulin pump. The customer stated they were unable to receive insulin when the noise occurred. Customer's blood glucose was unknown. The customer reported the constant tone they heard occurred after resuming from suspending the insulin pump. Troubleshooting found the insulin pump did not pass a self test. Customer was advised disconnect from the insulin pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.